Manufacturer narrative:
The manufacturer previously reported information alleging a patient state she woke up and saw black fumes coming from unit t and started to go through tubes, the filter is black, and she is not using anything air pollutants that would cause this. The patient was concerned inhaled the black fumes because the black fumes were going into the tubing and mask. During the device evaluation conducted at pil, the following observations were observed: dust-like contamination on top of the blower box, dust-like contamination on the top of the blower. Slight black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Black dust-like contamination at the air inlet of the blower box. There were no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Pil was not able to confirm the complaint or address the symptoms specified.

Event description:
The manufacturer received information alleging a patient states she woke up and saw black fumes coming from unit t and started to go through tubes, the filter is black, and she is not using anything air pollutants that would cause this. The patient was concerned inhaled the black fumes because the black fumes were going into the tubing and mask.the device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.